Event description:
It was reported that during a ptca treatment procedure involving a 99% stenotic lesion in the first portion of a tortuous obtuse marginal coronary artery, the maverick2 monorail balloon ruptured at 10 atm's on the initial inflation. The pt was asymptomatic with this event. A bmw guidewire (size unk) and a mach1 guide catheter (size unk) were also used in this case. But the size and type of introducer sheath and inflation device used are unk. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "good".